Event description:
Procedure: lobectomy. According to the reporter: during the procedure, the pouch tore down the middle while the specimen was being removed from the cavity. The specimen was large and the pouch was quite tight for it. Nothing fell into the pt's cavity. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).